Event description:
Pt had initial breast implantation in 1985. Because of capsular contracture & pain, these were replaced in 1987. The left implant was again replaced in 1987. Pt developed fatigue, pain & capsular contracture necessitating removal.